Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to sleep when the transmitter was connected. Patient was concerned that the transmitter might cause brain cancer as he never had such symptoms when the pacemaker was implanted. No further information is available at this time.